Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the front of the bag. It was also reported that the bag had leaked "on the word grasslands near the 400ml mark" while being filled with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted the reported leak at the ¿l¿ in ¿grasslands¿ on the front of the bag. Functional testing was performed by filling the bag with water and a leak was observed on the front of the bag. The reported condition was verified. The cause of the condition was determined to be due to variation in the ink stamping process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.